Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained. Note: as the manufacture date of the meter is unknown, the date provided is the manufacturer's awareness date.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (75001a20) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
An adc customer's mother called to inquire on receiving a ketone chart and stated they had possibly been using expired ketone urine strips. During troubleshooting it was further reported that the user had obtained a ketone strip reading of 1.3mmol/l on (B)(6) 2011 that was lower than they felt and reported their child was experiencing "vomiting, fruity breath was lethargic and not eating" at the time. The child was transported to a health care facility, diagnosed with diabetic ketoacidosis and treated with IV fluids (solution unknown) and also given tylenol for a "low grade fever". No additional information was reported. There was no report of death or permanent impairment associated with this report.